Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 1150 mcg/ml; 205 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2018. It was reported the patient had magnetic resonance imaging (MRI) on (B)(6) 2018 but did not follow up with their managing physician post-MRI. It had not been less than 2 hours since patient exited the MRI. The patient was in for a refill on (B)(6) 2018. A motor stall was seen at initial interrogation. The logs indicated there was a motor stall on (B)(6) 2018, then read "stopped pump period may exceed tube set" as expected. After a second interrogation of the pump, a recovery was seen in the event logs on (B)(6) 2018. Troubleshooting resolved the reported event. The physician expected to aspirate 5.2 ml out of the reservoir and was able to aspirate 5.2 ml. The patient did not experience symptoms. The hcp had decreased their dose from 205 mcg/day to 55 mcg/day. The hcp will likely switch the patient back to 205 mcg/day after knowing the information regarding telemetry state. No further complications were reported.